Manufacturer narrative:
Follow-up # 1 ¿ (01/20/2015). The patient¿s meter has been returned on 1/5/2015 and evaluated by lifescan product analysis on 1/8/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on the evening of (B)(6) 2014. The patient manages their diabetes with non-insulin shots. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿quivering and hand jerking¿ three days after the alleged power issue began. The patient denied receiving any treatment for this symptom. At the time of troubleshooting the csr verified that there was no misuse of the product and that the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.